Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2938836-2019-03865. It was reported that the patient presented for an unrelated procedure on a right ventricular lead following a fall in his boat. It was noted during the procedure that the atrial lead had an insulation breach. The leads were extracted and replaced. The patient was recovering.